Event description:
It was reported that at the time of filter retrieval, the filter was noted to have migrated caudally and was significantly tilted. The filter had been originally implanted at approximately l2, and was noted to have migrated to l4. After multiple attempts, the physician was finally able to remove the filter. The filter had been placed for pe prophylaxis due to trauma and was being removed because it was no longer needed. No patient injury was reported.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. No sample evaluation was performed as no sample was received. The sample was discarded at the user facility. The result of the investigation was inconclusive. The current information for use for this device states: complications may occur at any time during or after the procedure. Potential complications include, but are not limited to: migration. Movement or migration of the filter is a known complication of vena cava filters. This may be caused by placement in ivcs with diameters exceeding the appropriate label dimensions specified in the IFU. The removal of this filter is considered to be an off label use of this device. The current information for use (IFU) for this device states: the g2 filter is designed to act as a permanent filter. The safety and effectiveness of the g2 filter system as a retrievable or temporary filter have not been established.